Manufacturer narrative:
Device received with blank display due to cracked glass. Unable to verify missing segments or partial display due to blank display. Device received with cracked battery tube threads and cracked case at battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has damage after the customer fell on the pump. The customer also reports pump was alarming with a line on the screen. It is unknown if the customer was able to clear the alarm. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.